Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: there was evidence of moisture corrosion found only in the battery compartment; all other parts of the pump were found without moisture. The pump passed a leak test. The returned battery cap was found to tighten fully with no other issues noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue with moisture ingress. The reporter stated that there was moisture in the battery compartment and denied damage to the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.